Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
Drill tip broken off and remaining in patient bone.

Event description:
Drill tip broken off and remaining in patient bone.

Manufacturer narrative:
Corrected fields: product long description (d1), catalog no. (D4), lot no. (D4), and gtin (d4). The reported event could be confirmed during the investigation. The device inspection revealed the following: the identification of the returned part was confirmed based on the catalog # and the lot no. Marked. Visual inspection: almost the entire cutting length of the drill has broken off. The tear-off edges are sharp-edged. This indicates that a lot of force was used. In the centre area of the drill bit there are strong signs of wear in the form of scratches and dark grinding marks, and in the connection area there is a marked scratch across the engraving. The root cause of the breakage could have been severe mechanical overloading of the drill by the user. This is indicated by the sharp-edged tear marks on the drill. In the case of manufacturing-related deviations, these would have been noticed at the beginning. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.